Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report does not identify a specific device problem and no product was returned for evaluation, therefore, it is unknown whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.

Event description:
The following was reported to davol by the attorney for the patient: on (B)(6) 2009: patient underwent hernia repair using kugel hernia patch. On (B)(6) 2009: patient underwent explant of kugel hernia patch. The attorney alleges, patient is experiencing abdominal pain and discomfort and will continue to suffer physical pain and injury.